Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Olympus medical systems corp. (Omsc) reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However there was the possibility that the reported phenomenon was attributed to the failure of the ccd unit, failure of the electrical board inside the scope connector, and/or the other devices.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the endoscopic image of the subject device appeared like a sandstorm. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not duplicated and scope communication error b30 occurred. Other detailed information was not provided. There was no report of patient injury associated with the event.